Event description:
It was reported that customer dropped the pump on the sink board, pump screen went black and an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 212 mg/dl.